Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 wherein the left extension was explanted and replaced which resolved the impedance issue. The left was left implanted and therapy was restored post-op.

Event description:
It was reported patient lost effective stimulation due to high impedance on the left lead. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.